Event description:
The harmonic handpiece was continually erroring out and saying that the problem was the instrument. We tried re-torquing the handpiece, taking it on and off, and turning the machine on and off. None of these things worked. We also tried changing the generator. Each time we had the same problem. We changed the handpiece and the problem seemed to be resolved.